Manufacturer narrative:
(B)(4). Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, during dissection of thin tissue, the surgeon activated on max for a prolonged period of time causing the tissue pad to burn up and split apart. A sliver of the tissue pad fell in to the patient and was retrieved. Case completed with another device of the same product code.